Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was uncomfortable stimulation. Interventions included suspending therapy. The etiology was reported as related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as due to stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the ins was reprogrammed on (B)(4) 2017 and the event resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study regarding a patient with epidural fibrosis. The patient reported the stimulation was uncomfortable and was not using the stimulation. The therapy was suspended on (B)(6) 2013 and the event was ongoing. The event was related to the device or therapy, unlikely related to the implant procedure, and due to programming.